Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the heads of the screws broke off. The devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. According to the material specification, the quality and manufacture of special quality stainless steel bar, strip, and coil stock shall be controlled. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an internal fixation surgery, the head of two (2) evos 2.4mm x 16mm ctx scr t7 s-t broke off. It is unknown how the procedure was completed and if there was a surgical delayed. No patient injuries were reported.